Manufacturer narrative:
A review of the device history records for mfg revealed no complaint related issues

Event description:
During a trochanteric fixation nail procedure to repair a fractured femur, the preassembled locking mechanism in the nail was discovered to have advanced and was in the path of the helical blade. The surgeon backed out the locking mechanism, inserted the helical blade to its final position and completed the procedure. This is the 1st of 2 reports submitted on this event.